Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe¿ with needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd syringe¿ with needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: a sample and photograph were returned in support of this complaint. The sample and photo were reviewed and the presence of foreign matter on the cannula was verified. The foreign matter was identified to be rust. A batch history review showed no non-conformances associated with this issue during the production of this batch. It is likely this issue occurred as a result of improper storage conditions for the product. Thorough inspections are performed in order to reduce any type of foreign matter in our products. The entire process, from assembly to packaging of the product, takes place in an environmentally controlled room. Given our stringent manufacturing processes and environmental controls, we conclude that probability of recurrence is very low. Investigation conclusion: storage conditions close to detergents and cleaning substances like sodium hypochlorite or similar. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.